Manufacturer narrative:
Corrected data: d4 ¿ UDI. One device was received for evaluation. There was no evidence found in the visual inspection or event history log review. Functional testing was able to duplicate the issue. It was determined that the faulty interconnect printed circuit board was the root cause and was replaced. The service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the device was not turned on and only gives a long monotonous tone. There was no physical damage reported. The event occurred during biomed routine testing. There was no patient involvement and no patient harm/adverse event reported.

Manufacturer narrative:
B3: unknown. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.